Event description:
It was reported that intermittently, the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. Ultimately, multiple supply changes were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.